Event description:
It was reported that the patient with this right ventricular (rv) lead received one anti-tachycardia pacing (atp) and four inappropriate shocks due to double counting on the rate sense. Technical services (ts) discussed true vt however the rate sense has two deflections causing double counting. This rv lead was partially explanted and the remainder was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the lead was returned in two segments severed approximately 146 and 305mm from the terminal end. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. The tip segment was not returned, laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
This report contains correction to field b5: describe event or problem from section b: adverse event or product problem.

Event description:
It was reported that the patient with this right ventricular (rv) lead received one anti-tachycardia pacing (atp) and four inappropriate shocks due to double counting on the rate sense. Technical services (ts) discussed true vt however the rate sense has two deflections causing double counting. This rv lead was partially explanted and the remainder was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this right ventricular (rv) lead received one anti-tachycardia pacing (atp) and four inappropriate shocks due to double counting on the rate sense. Technical services (ts) discussed true vt however the rate sense has two deflections causing double counting. This ICD was partially explanted and the remainder was capped and successfully replaced. No additional adverse patient effects were reported.